Manufacturer narrative:
(B)(4). A visual inspection of the returned device was performed and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while trailing and removing the tibial articular surface trial, the knob on the bottom tibial articular surface trial broke within the top tibial articular surface trial broke. No foreign bodies were retained. No known impact or consequence to the patient. The surgical technique was utilized. There was no surgical delay. The surgery was completed with a second device. Attempts have been made and no further information has been provided.